Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with post paced t-wave oversensing (pptwos) seen in their implantable cardioverter defibrillator (ICD). The patient came in clinic and had programming changes made to their device. The issue was resolved. No patient consequences reported.